Event description:
It was reported before using the bd vacutainer® multiple sample luer adapter there was a missing non-patient end sleeve on one device. There were no health consequences or impacts reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 10-jan-2025 investigation summary bd received one (1) sample and four (4) photos for investigation. The customer photo, along with additional photos, shows a device with no sleeve on the np cannula. Additionally, 30 retained samples were visually inspected, and all samples passed testing as they had sleeves on the np cannulas of the devices. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: empty/missing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1 initial reporter facility name: (B)(6) hospital. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® multiple sample luer adapter there was a missing non-patient end sleeve on one device. There were no health consequences or impacts reported.